Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. Oversensing on the ventricular channel resulted in inappropriate ventricular tachycardia (vt) detections. It was noted the lead also exhibited high out of range pacing impedance. Ts suggested potential resolution options. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 265 from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of oversensing, noisy signals, failure to capture, and high out of range pacing impedance were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. Oversensing on the ventricular channel resulted in inappropriate ventricular tachycardia (vt) detections. It was noted the lead also exhibited high out of range pacing impedance. Ts suggested potential resolution options. The lead remains in use. No adverse patient effects were reported. Additional information received that the lead also exhibited loss of capture (loc). The loc, oversensing, and high out of range impedance was a result of a lead fracture and insulation issue. The lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that the noisy signals were from left arm movement. It was noted that the patient felt dizzy a couple of weeks prior to the explant. An x-ray was performed prior to the explant. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. Oversensing on the ventricular channel resulted in inappropriate ventricular tachycardia (vt) detections. It was noted the lead also exhibited high out of range pacing impedance. Ts suggested potential resolution options. The lead remains in use. No adverse patient effects were reported. Additional information received that the lead also exhibited loss of capture (loc). The loc, oversensing, and high out of range impedance was a result of a lead fracture and insulation issue. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. Oversensing on the ventricular channel resulted in inappropriate ventricular tachycardia (vt) detections. It was noted the lead also exhibited high out of range pacing impedance. Ts suggested potential resolution options. The lead remains in use. No adverse patient effects were reported. Additional information received that the lead also exhibited loss of capture (loc). The loc, oversensing, and high out of range impedance was a result of a lead fracture and insulation issue. The lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that the noisy signals were from left arm movement. It was noted that the patient felt dizzy a couple of weeks prior to the explant. An x-ray was performed prior to the explant. No additional adverse patient effects were reported.